Event description:
It was reported the bmw universal ii guide wire was used in the right coronary artery; however during use the distal coils were unraveling and the guide wire separated. The separated portion was removed from the patient. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The electronic lot history record (elhr) / device history record (DHR) and exception review were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to the operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.